Event description:
It has been reported to philips that a the user has heard some spark from or below the patient table and they stopped the procedure. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in use. The customer was performing coronary planned treatment, and it was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system and confirmed the reported issue. Review of system log file shows unexpected system state change. Upon troubleshooting, fse found there was issue with power, and main mcb has been tripped. The philips engineer restored the power system. After restoration, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.